Event description:
The incorrect liner was used in error; the correct liner was available but wrong one was used. Revision surgery was performed on (B)(6) 2021 to correct combination. There was no delay in procedure, no contributing events and clearly the operating technique was not correctly utilised otherwise the appropriate liner would have been used.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product location unknown.

Manufacturer narrative:
(B)(4). Additional information received: revision surgery date: (B)(6)2021. Associated product numbers: item no: 650-0661 lot no: 2020080238 description: delta ceramic fem hd 36/0mm item no: 11-103208bm lot no: 6957608 description: taperloc bm/pc lat 15.0x150 t1 item no: 124860ha lot no: 6217587 description: exc abt std shell ha/pc 060mm the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The incorrect liner was used in error; the correct liner was available but wrong one was used. Revision surgery was performed on (B)(6)2021 to correct combination. There was no delay in procedure, no contributing events and clearly the operating technique was not correctly utilised otherwise the appropriate liner would have been used.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that during an initial surgery the wrong size liner was implanted . A 58-60mm liner made for a size 40mm head was used with 36mm head. A 36mm head should have been used with 58-60 liner. Liner to be replaced at future date (tba)